Event description:
It was reported that the syringe 1.0ml 29ga 1/2in bls 500 china experienced a damaged or open unit package/seal where sterility was breached. Product defect was noted prior to use. The following information was provided by the initial reporter: on (B)(6) 2020, patient (B)(6) came to hospital for glassine injection due to dr. During preoperative preparation, the packaging of disposable sterile insulin syringe was damaged , which was replaced immediately, without affecting the patient.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9084931. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 1.0ml 29ga 1/2in bls 500 china experienced a damaged or open unit package/seal where sterility was breached. Product defect was noted prior to use. The following information was provided by the initial reporter: on (B)(6) 2020, patient (B)(6) came to hospital for glassine injection due to dr. During preoperative preparation, the packaging of disposable sterile insulin syringe was damaged , which was replaced immediately, without affecting the patient.